Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for an implant procedure. During the procedure, it was found that two right atrial (ra) lead helix mechanisms were damaged. Both ra leads were not used.

Manufacturer narrative:
Further information was requested but not received.